Manufacturer narrative:
There were no failed battery test alarm noted on the event date 10-jul-2023 in the pump history file. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. However, during testing, the pump was received with constant failed battery test alarm after a new test battery was installed. Unable to perform the displacement test, active current test, sleep current test and self test due to constant failed battery test alarm. Pump was cut open to perform visual inspection and found¿corroded electronic assembly. Moisture damage was found on the motor and force sensor. Constant failed battery test alarm was due to corroded electronic assembly. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 10-jul-2023 in the pump history file. (B)(6) 2023 03:01:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780). (B)(6) 2023 03:11:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780). (B)(6) 2023 17:15:08.000 alarmalertnotification (40); faultnumber: sensorerroralert (801). (B)(6) 2023 17:50:08.000 alarmalertnotification (40); faultnumber: sensorerroralert (801). (B)(6) 2023 18:20:10.000 alarmalertnotification (40); faultnumber: sensorerroralert (801). (B)(6) 2023 01:15:10.000 alarmalertnotification (40); faultnumber: sensorerroralert (801). (B)(6) 2023 01:50:09.000 alarmalertnotification (40); faultnumber: sensorerroralert (801). (B)(6) 2023 02:20:10.000 alarmalertnotification (40); faultnumber: sensorerroralert (801). (B)(6) 2023 20:22:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780). (B)(6) 2023 20:38:00.000 alarmalertnotification (40); faultnumber: lostsensor2alert (781). Unable to test for lost sensor alert and sensor error alert due to constant failed battery test alarm. Lostsensor1alert (780) unknown. Sensorerroralert (801) unknown. Failed battery test alarm confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a battery failed alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and was returned for analysis

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.